Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus. Customer also reported receiving a no delivery alarm during the bolus process. Customer stated that the insulin pump had recently gone through an xray machine at the airport. Blood glucose level at the time of the call was not provided. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).